Manufacturer narrative:
The customer does not have the rotors available for evaluation. There was no donor reactions. This issue of anticoagulant depletion has been investigated under a corrective action. The results of that investigation determined the likely cause was the harsh cleaning solution used to clean the pump rollers at the customer site can cause damage to the pump rollers which may lead to a device malfunction. New rotors were sent to the customer for the on-site technician to replace. Haemonetics confirmed that the customer is aware of the haemonetics medical device safety alert regarding the proper cleaning solutions to use to prevent the early degradation of the rotors. Not returned.

Event description:
Haemonetics received a complaint on 03/21/2017 on the pcs2 plasma collection system. The customer reported anticoagulant (ac) depletion, no donor reaction.